Event description:
A us distributor contacted zoll to report that a patient developed a rash under her left breast. The lifevest was rubbing against the skin and was raw. There was no alleged device malfunction contributing to the irritation. Patient was recommended to remove the lifevest for a period of time by a physician. Follow up indicated that the she has been applying neosporin and the skin is better.